Manufacturer narrative:
Device evaluation: three photographs were received for evaluation. In addition, one portex tracheal sample was received in used condition without its original packaging. Immediate visual inspection of the photos showed blood in the lumen and in the cuff. However, no discrepancies were observed when visualizing the returned sample. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage and no issues, including leaks were found. Operator training records were reviewed to ensure operators are trained in bell-out, cuff inflation, and pressure decay tests. No discrepancies were found. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed ivory endotracheal tube, "the customer noticed blood leaked somewhere in the tube". No adverse patient effects were reported.